Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported the patient last charged the ipg approximately 4-5months ago. The ipg would no longer communicate with neither the charger nor the programmer. The programmer displays "warning: ipg not found." Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored postoperatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.